Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient is not getting no signal from the left side ins meaning she is not feeling it and getting poor communication when using the programmer. Patient states she doesn't know if the battery is gone or what. Patient states this has been going on for probably a month. Patient was advised to consider ins longevity relative to date of implant and redirected to hcp. Patient states she has an appointment today with the doctor. No further complications were reported or are anticipated.